Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Olympus confirmed white foreign material was present within the device, but the type of the material cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device air/water cylinder, air/water tube, and connecting tube had foreign objects. There was no patient involvement.